Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft migration, arterial occlusion); patient's condition affected effectiveness of device (angulated aortic neck).conclusion: inherent risk of procedure (stent graft migration, arterial occlusion); device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that imaging from 35 months post implant showed there was renal stenosis. The cause of the renal stenosis is unknown; however, the bifurcated stent graft looks like it is a little high on the right renal artery. Renal stents were placed bilaterally to successfully address the renal stenosis. No additional clinical sequelae were reported and the patient is fine. Review of returned still images could not determine the cause of the events. The proximal neck appeared highly angulated in a-p, as seen in the off-setting marker bands. It could not be confirmed if the stent graft fabric may have been covering the lowest right renal artery.

Event description:
The patient was treated originally for a 69 mm in diameter abdominal aortic aneurysm, currently, the aneurysm is 89 mm in diameter. The patient had a thrombus filled neck and short iliacs. The device is well positioned with no obvious endoleak, but sac expansion is impressive. The left iliac limb has very little purchase, and the proximal neck is implanted in thrombus, so there is a possibility that either of these two landing zones could be experiencing endotension. The physician stated that he is going to monitor the patient.